Event description:
Medtronic representative reported the patient indicated they had blisters on their back from the tegaderm. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)